Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 40 mg/dl. The customer treated low blood glucose with the juice. The customer¿s blood glucose at the time of the event was as 145 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Sensor glucose and blood glucose difference was 105 mg/dl. Sensor glucose and blood glucose difference was not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose values. Customer advised to monitor and change sensor if issue persists. Sensor will not be returned for analysis.